Event description:
It was reported that a homechoice device was emitting an odor "like wires burning." It is unknown if the home patient was connected at the time of the alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis with the home patient until a new homechoice device arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The external inspection was performed and no issues were noted. The internal inspection revealed evidence of smoke throughout the inside of the device. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device did not meet functional and electrical performance specification requirements per rite testing. The reported issue of burnt odor was verified. The direct cause was determined to be poor connections at j1 accomp pcb and p1 power cable. The device was scrapped to resolve the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.